Manufacturer narrative:
B5; additional information received: it was reported that endoanchors were used in an attempt to treat a type ia endoleak in an esbf3214c103ee stent graft implanted approximately 3 years and 7 months prior. Per the physician, the type ia endoleak was attributed to anatomy and disease progression. B.3. Event date: year valid. The exact date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a sa-85 and hg-16-62-28 devices were used for the treatment of an endoleak in a previously implanted medtronic stent graft, by placing endoanchors at the level of the aortic the neck. During the procedure, a hg-16-62-28 was inserted into theright femoral access introducer. Resistance was felt when advancing the device through the right iliac artery. An sa-85 was inserted and a first heli fx was released. It was said there were no issues inserting applier into the guide. After removing the sa-85, the operator attempted to position the hg-16-62-28 on the opposite wall but was unable to curve accurately. This device was removed and a second hg-16-62-28 with the same lot number was attempted to be used having obtained the same results. The device, contrast check was performed on the patient .it was noted the devices were was inspected and properly cleaned before use. The procedure could not be concluded successfully and this intervention will not be attempted again on the patient. It was noted that the patient's anatomy, particularly the right external and right common iliac, was very tortuous and calcific. No patient symptoms or complications were reported.